Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/04/2017 with the following findings: a review of the black box and alarm history revealed multiple call service (cs 069/cs 087/cs 064) alarms. Unrelated to the original complaint, the battery compartment was cracked and returned battery cap had stripped threads. The cap was unable to fit, so a test cap was used and ez-prime steps were successfully performed with no errors, alarms or warnings during testing. The pump¿s cover was removed and intermittent condition was found to the motor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).